Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was 202 mg/dl. A pump system check was performed and air bubbles were found in the tubing. The customer changed the supplies on the pump.